Manufacturer narrative:
(B)(4). Date of initial report: 12/22/2010 under MDR number 1717344-2010-00996. Date of follow-up report: 08/29/2011. The reported event of a self-activation of the device could not be duplicated during testing. However, during testing, the seal cycle was interrupted and did not reach the end tone. The switch cover was removed and it was found that the toggle switch was broken, making intermittent contact with the switch dome. This could cause an intermittent activation which would result in a regrasp alarm but would not cause a self-activation. We were unable to confirm the customer's report.

Event description:
The customer reported that during a sigmoidectomy, the device activated although the activation button was not pushed. There was no tissue damage and no patient injury.